Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an alarm when disconnected from and plugged back into an alternate current (ac) power source. Although requested, information regarding the area of use and if the ventilator was connected to a patient when the event occurred has not been provided.